Event description:
The site reported multiple electrical fault alarms reported during/after physical therapy. The mechanical cardiac support (mcs) coordinator was able to reproduce electrical fault alarm by just touching driveline connector. A driveline cleaning procedure which was recommended by the manufacture's clinical engineer was performed on (B)(6) 2015. The patient was inpatient with no medical preparation required for the procedure. The service report was performed per manufacturer's procedure and reported the following: three rounds of cleaning with a total of less than 2 minutes pump-off time. A small amount of debris in connector though a large amount was seen in the controller. The approximate duration of pump-off time was 90 seconds. The controller was exchanged. It was indicated that the repair action solved the problem. This is 1 of 2 reports.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The instructions for use outlines required surgical steps to prevent driveline contamination during tunneling and inspection and cleaning procedures post tunneling. It additionally warns that failure to follow instructions on protecting the driveline connector or improper use of the driveline cap could result in contamination or damage to the connector and electrical fault alarms could occur. The instructions for use and patient manual also include a reference guide for alarms including potential causes and actions to take. The manufacturer will submit a supplemental report when new facts arise which materially alter information submitted in a previous MDR report. This is one of two reports (3007042319-2015-01533 and 3007042319-2015-01534) submitted for devices related to the same event. Pump remains implanted.

Manufacturer narrative:
The device is used for treatment not diagnosis. The controller was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. Thorough external visual inspection of the devices revealed signs of contamination. Field service engineer confirmed the presence of a foreign material in the driveline connector. Review of the manufacturing documentation confirmed that the controller met all requirements for release. The reported electrical faults were confirmed via review of the controller log files, which revealed electrical fault alarms on the date of the reported event. The confirmed malfunction is related to the reported event. Analysis of the device revealed that the device failed to meet specifications. The controller failed visual inspection but passed functional testing. Applicable risk documentation and experience with events of similar circumstances were considered; events with electrical faults are many times attributed to a foreign material contamination on the driveline connector resulting in a partial loss of electrical continuity. The most likely root cause of the reported electrical fault event is the ingress of contaminants onto the driveline connector pins resulting from unsealed inner lumen channels or the clinical process and subsequent handling of the driveline. These factors may have allowed external contaminates to enter the driveline connector. There was no reported patient injury as consequence of this event or the cleaning procedure. Electrical fault due to contamination is a known issue being investigated by the manufacturer. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The instructions for use (IFU) outlines required surgical steps to prevent driveline contamination during tunneling. It additionally warns that failure to follow instructions on protecting the driveline connector or improper use of the driveline cap could result in contamination or damage to the connector and electrical fault alarms could occur.  It further outlines to verify that the connector is dry and clean before attaching to the controller. The IFU and patient manual also include a reference guide for alarms including potential causes and actions to take.   Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. This is one of two reports (3007042319-2015-01534 and 3007042319-2015-01533) submitted for devices related to the same event.